Event description:
Reorter indicated that vns pt had passed away. It was reported that the cause of death may have been seizure-related. Treating neurologist indicated that the pt may have died from suffocation or that the death may have been alcohol-related as beer cans were found in the patient's home. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.